Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to lcd board. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a blank display after a battery change. The customer's blood glucose reading was unknown 198 mg/dl at the time of incident. Troubleshooting advised the customer to remove the battery for 10 minutes and reinstall but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments and partial display anomaly due to open zebra connector. No unexpected blank display anomaly noted.